Event description:
It was reported that during a monthly ventilator check, the ventilator had no flow. This was the patient's back-up ventilator and was not connected to the patient when the reported problem occurred.